Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had mixed product issues. The following information was provided by the initial reporter : the patient reported the half graduation on 0.3ml 30g x 8mm in the needle would be bent on several products and the injection diameter differs between needles.

Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had mixed product issues. The following information was provided by the initial reporter : the patient reported the half graduation on 0.3ml 30g x 8mm in the needle would be bent on several products and the injection diameter differs between needles.